Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the emergency endovascular treatment of a 70mm ruptured abdominal aortic aneurysm. During the index procedure, it was reported that after the endurant main body had been implanted, an angiogram showed a type ia endoleak. An additional cuff and endoanchors were then implanted to resolve the event. The endoleak was resolved after the implantation of the cuff and endoanchors were added for additional anchoring due to the short neck. As per the physician, the cause of the event was anatomy related, due to a short angled neck. No additional clinical sequelae were reported and the patient is fine.